Event description:
Complainant alleged that during a routine preventative maintenance check, the device would inappropriately power off when pressure was applied to the battery. The complainant indicated that there was no pt involvement in the reported failure.